Manufacturer narrative:
The insuin pump had a cracked reservoir tube lip, cracked battery tube threads and cracked case near display window corners noted during visual inspection. No button response due to corroded keypad traces. Unable to confirm an unexpected restart due to keypad anomaly. No scrolling screen or ramping numbers noted on the display. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was unknown. Troubleshooting was performed. The device was returned for analysis.